Manufacturer narrative:
A contact at the event site is: (B)(6). Historical data analysis: (4109/3243) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3243) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3243) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The getinge fse that encountered the issue replaced the upper panel assembly and the iabp operated as normal. Pm was completed with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6) med ctr.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that the fiber optic door of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.